Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. Subsequently, this ra lead was explanted and replaced. Other than surgery and infection, no additional adverse patient effects were reported. This ra lead is not expected to return to boston scientific.